Manufacturer narrative:
(B)(4): one returned used 3.5cm segment of suture was microscopically examined. Both ends of the returned used segment were broken and the segment showed some manipulation memory. The circumstances and force required to cause the breakage could not be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that an infant underwent congenital heart disease operation on (B)(6) 2013 and suture was used to close the chest. An x-ray on (B)(6) 2013 was fine. On (B)(6) 2013, an x-ray showed the suture was broken. The patient underwent a re-operation on (B)(6) 2013. Currently, the patient is still in the hospital.